Event description:
The customer provided additional details regarding the event, it was further clarified that the issue was caused by the connection of the cable going into the monitor incorrectly. The issue was corrected by the customer, and therefore the device will not be returned.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information added to fields: b5, d9, h2, h3. The device was not returned to olympus for inspection and therefore the reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the surgical scope displayed no image on the monitor. The issue occurred during preparation for use(event) and the endobronchial ultrasound diagnostic procedure was not completed. A secondary procedure was required. There were no reports of patient harm